Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that foreign matter was found in buretrol while priming set-up for lipids. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo was provided for further evaluation. Visual examination noted threads present inside the burette. The photo and all available information were forwarded to the manufacturer for further evaluation. Based on the evaluation results, the manufacturer stated that this issue could have occurred during the assembly of the product. The reported defect was confirmed. The production records were reviewed by the supplier and no abnormalities were found. The supplier stated that this is an isolated incident; however, all production personnel have been advised of this event underlining the importance of correctly applying the dressing during the dressing procedure. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.